Manufacturer narrative:
The foreign country germany was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after reprocessing the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus, and the physical device evaluation found that the biopsy port mouthpiece had a defect. The device evaluation found that due to deformation of the forceps elevator knob, the forceps elevator knob rotated concurrently. The air or water cylinder and the suction cylinder had no color. Due to the wear of the coil wire, the flexibility adjustment function did not work. Due to wear on the angle wire, the bending angle in the up direction did not meet the standard value. The customer provided the cleaning, disinfection, and sterilization processes. The device was not used while waiting for the hygiene microbiological investigation result and was quarantined after the positive culture test. The device was always reprocessed after each use, and the last reprocessing was performed on (B)(6) 2023. The device was prepared for the last time the day before the sampling was taken. The storage environment for the subject device was not available, and the last time this device was used for a procedure was on (B)(6) 2023. Olympus is the maintenance company, and the cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation (hmi) report indicated that all channels of the scope were cultured, and the results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.